Manufacturer narrative:
D2a and d2b were erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
Additional information indicates that the automated impella controller experiencing the battery overheating issue was sent to field service. The replacement unit was reported to function without issue. Correction. D1 brand name was corrected accordingly.

Event description:
It was reported that the battery of an automated impella controller overheated after ten minutes of use. The controller was swapped for another controller to continue patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5: added additional information. D4: updated device serial number, UDI, and catalog number. H4: updated the manufacturer date.

Event description:
The nurse reported that the alarm went away on it's own.